Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a piece of the optic was observed to be missing. The rayone trifocal rao603f was explanted and exchanged during the original surgery session. "Lens replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner preloaded iol injection system use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Additionally, forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge are identified as possible causes of damage to lens within the hydrophilic acrylic lens use risk analysis. The device has not been returned to rayner. Our review of production records for the rayone trifocal rao603f batch 093224423 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 093224423. There is insufficient evidence and information available to determine the cause of the lens damage post injection.

Event description:
On 12th december 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that immediately following implantation a piece of the lens optic was found to be missing.